Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a strong smell of insulin coming from the reservoir compartment. Troubleshooting indicated that this may be due to an air bubble leak in the reservoir and that the reservoir should be changed out. Customer indicated that there is an air bubble in the reservoir and in the tubing. Customer's blood glucose was over 135 mg/dl at the time of incident. No further information was given.